Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: reviews of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the manufacturing instructions, specifications, quality control procedures, and drawing were conducted, and no gaps were discovered. The device is shipped with instructions for use (IFU) which state that vena cava wall perforation is a known potential complication of vena cava filters. Perforation can be both asymptomatic and symptomatic. Causes of penetration/perforation of the vena cava may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter, and/or procedures that involve other devices being passed through an in situ filter. Per the IFU, potential adverse events resulting from filters include: back or abdominal pain, damage to the vena cava, deep vein thrombosis, filter fracture, obstruction of blood flow, pulmonary embolism, vena cava perforation/penetration, and vena cava occlusion. The IFU further states, ¿fracture of a filter hook/hook wire strut can be due to repetitive motion on a filter hook/hook wire strut in an unusual stressed position. Among other causes, filter fracture may be associated with a filter hook penetrating/perforating the ivc, a filter hook being caught on a side branch (e.g., renal vein), excessive force or manipulations near an implanted filter and/or procedures that involve other devices being passed through an in situ filter.¿ based on the information provided and no product returned, investigation has concluded that the reported device failure is a known inherent risk of the device and is noted in the instructions for use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Attachment: [pr 276285 journal article_greer et al. Transhepatic migration_04sep2019.pdf].

Manufacturer narrative:
PMA/510(k) number = k161218. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, a (B)(6) year old female with a history of placement of a cook bird¿s nest inferior vena cava (ivc) filter in 2002 for acute pulmonary embolism, presented to a hospital in may of 2018 for protrusion of a thin, needle-like piece of metal two centimeters from her right upper quadrant (ruq). The patient reported intermittent ruq pain for several months, which was attributed to multiple prior abdominal surgeries, including splenectomy, bowel resection, and hernia repair. A computed tomography (CT) scan revealed an infrarenal bird¿s nest filter with three struts perforating the ivc and a thin metallic density protruding from the ruq with surrounding soft tissue inflammation. A round metallic density abutted the right lobe liver capsule. Surgical removal of the foreign body was scheduled for the following day. Reportedly, the object ¿fell out¿ during the night. The foreign body was confirmed to be a fractured filter strut. Radiographs obtained after the foreign body ¿fell out¿ confirmed the absence of one entire strut. Upon further review, prior radiographs obtained in 2015 and 2016 showed a horizontal metallic linear density protruding over the liver, believed to be a filter strut. Images also showed that the ivc filter was missing one of the four struts. The interpretation of these radiographs failed to mention the fractured strut. Reference for journal article: greer g, rinker e, getzen t, schwartz s. "Transhepatic migration and transcutaneous expulsion of a fractured bird's nest inferior vena cava filter strut: a case report". Journal of vascular and interventional radiology, january 2019, 30.1: 120-122. Https://doi.org/10.1016/j.jvir.2018.08.003. There has been no report that the patient required any additional procedures due to this event.